Event description:
The recipient reportedly experienced an onset of swelling. On (B)(6) 2015, the recipient was prescribed a course of antibiotics. On (B)(6) 2015, the swelling was drained and a significant amount of blood was removed. No infection was noted.